Manufacturer narrative:
Product evaluation: samples have been received by a company representative and are in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and monarch product history records were reviewed and documentation indicates the product met release criteria. There have been two other complaints reported in the lot. (B)(4).

Event description:
A nurse reported that three of the cartridges have split. There was no harm to any patients. It was noted that the split cartridges were discarded. Additional information was provided. This case now represents one event with one patient. This is one of three medical device reports for this issue.